Event description:
It was reported to covidien on (B)(6) 2014 that the customer had an issue with an scd controller. The customer states the unit has an error code 8. On (B)(6) 2014, the controller was received at a covidien service center for repair. During triage, it was found that power cord is damaged and has exposed copper wiring which poses an electrical safety hazard.

Manufacturer narrative:
Submit date: 03/20/2014. An investigation is currently underway. Upon completion, the results will be forwarded.